Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 navilyst medical complaint report was reviewed for the convenience kit product family and the failure mode, "air bubbles noted." No adverse trend was identified. The reported event of the tubing drawing up and holding air bubbles is unable to be confirmed without a sample to examine. A potential root cause is that the end user did not adequately secure the connections. The directions for use packaged with the kit contains the statements: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism." ((B)(4)).

Event description:
As reported, saline lines in convenience kit were "drawing up and holding air during prep" when used with a 12cc syringe. No air was injected and there was no patient injury. The used devices were discarded at the hospital.